Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was used to treat the cx. 4 days post procedure patient suffered gi bleed. Patient was on dapt at time of the event. The event was treated with blood transfusion. Patient recovered. Investigator assessed the event as not related to the index device and possibly to the anti-platelet medication.

Manufacturer narrative:
The patient was also treated with a change in medication. The patient is not recovered. If information is provided in the future, a supplemental report will be issued.